Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that he was hospitalized for high blood glucose levels, with a reading of 550 mg/dl. Prior to the event, the customer was getting no delivery alarms. The customer changed the infusion set, but the alarms continued. The customer declined to troubleshoot, and wanted the insulin pump replaced. Nothing further was reported.